Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. Retainer ring = black. Unit received with cracked battery tube threads, fading serial number label, broken belt clip rails and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly.